Event description:
It was reported that during a da vinci-assisted surgical procedure, the physician noted fraying on the movable part of the force bipolar instrument. The instrument was then replaced. Upon inspection of the instrument outside of the surgical field, it was found that a cable was broken. The abdominal cavity was examined with a camera although it is unknown if a fragment fell inside the patient. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The force bipolar instrument has been received for failure analysis evaluation; however, the evaluation of the instrument has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.